Manufacturer narrative:
Evaluation summary: the analysis results for the er420 instrument confirmed that it was returned non-functional. The instrument was cycled and ejected the remaining clips. No conclusion could be reached as to what may have caused the clips to be ejected. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an unknown procedure, the er420 could not be fired. No pt consequences were reported.